Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 (starting), the patient's infusion set's tubing detached/broken at the site connector prior to insertion. This issue occurred with three infusion sets. Further, the patient replaced infusion set and insulin was resumed successfully. No further information available.